Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40 lot#: v640250, implanted: (B)(6) 2011, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: v640250, ubd: 19-oct-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that for roughly the past six months, the patient's right side lead and device/left side therapy was not working. The impedance values for the right lead were shown as below: monopolar pairs 11 903ohms 10 24000ohms 9 18700ohms 8 14400ohms ref 11 8 14300ohms 9 16600ohms 10 16400ohms ref 10 8 and 9 show a value of "high" with red indicators ref 9 8 31900ohms the patient was advised to see their physician. No symptoms were reported.